Event description:
It was reported the patient had no stimulation sensation. A communication problem was reported with the recharger. The patient had n ot successfully recharged in 2 to 3 months. The patient had been trying on and off but was not successful. The patient had an increase of weight from 100 pounds at implant to 150 pounds at the time of report. No falls were reported. It was noted the patient stumbles because of their left leg as a result of back problems. Additional information received reported that the ins and extension were explanted on (B)(6) 2013. Normal battery depletion was noted. Patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3587a, lot # l48362, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type lead; product ID 3550-29, explanted: (B)(6) 2013, product type accessory; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension. Analysis of the ins found battery capacity due to overdischarge. Analysis of the extension found the extension body was broken within 10 cm of connector area.

Manufacturer narrative:
Clarification of analysis of neurostimulator model 37711, serial # (B)(4), showed that the battery capacity was reduced due to the overdischarge (count 1). Analysis of lead model 3587a, lot # l48362 showed no significant anomalies. It was observed that connectors #2 and 3 were stretched ( located in distal end of extension. Analysis of plug/boot accessory model 3550-29, showed no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the device would not charge and had "quit." It was reported the patient saw a "triangle with an exclamation point" in the recharger.